Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, foreign object on the forceps table was noted. Furthermore, angle wire stretched, deterioration/damage of adhesive, and damage or deformation due to physical stress were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that air leak was noted with the evis lucera duodenovideoscope. During a standard service inspection of the customer returned device, foreign object on the forceps table was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event was caused by inappropriate and insufficient reprocessing or handling. The root cause of the reported event could not be determined. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.